Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer (B)(4). Review of incoming information: it was reported that a lag screw cut out was observed during a clinical study. An x-ray dated (B)(6) 2015 was received for the investigation. It is clearly visible that the proximal part of the lag secrew is not in the right location, rather migrated upwards. The ccd angle between the lag screw and the nail is observed to be much larger than the normal range value. Review of the surgical technique: it is stated on page 11 of the corresponding surgical technique that "to achieve sliding, tighten the set screw and then rotate the set screw inserter counterclockwise one quarter turn. Do not unscrew the set screw more than one quarter turn." Possible causes for the reported event according to sap : lag screw migration -> due to incorrect lag screw design results into cut out; lag screw migration -> due to users determine wrong lag screw length; lag screw migration -> due to users apply set screw not correctly (lag screw groove not engaged). Comparison to investigation results whether it is possible and justification: not possible -> the design was validated. Furthermore, an adverse trend would have been identified; not possible -> the issue is not related to the length of the lag screw; possible -> as the set screw inserter is rotated more than the required amount, it leads to the loosening of the lag screw. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, as it is stated in the surgical technique; in order to achieve sliding the set screw should be tightened and then by the help of set screw inserter it should be untightened slightly (by rotating counterclockwise one quarter turn). If it is rotated more than the given amount, it most possibly leads to cut out of the lag screw. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a znn cm asia short 11.5mmx180mm 125l on (B)(6) 2015. On an unknown date the lag screw cut out. To date, the patient has not been revised. Since the date of the event was not reported, it will be entered as the date of this report.